Event description:
It was reported there was a return of pt symptoms after (B)(6) of good relief after initial implant. There was catheter blockage. The health care provider could not aspirate the catheter during a dye study. There was a volume discrepancy problem, the actual residual volume is 21 and the expected residual volume is 37. The pt had withdrawal symptoms. There was fluid in the pocket, but it was determined if it was potentially serious fluid or csf. It was later reported that the pt had a loss of efficacy. The dye study was performed on (B)(6) 2011 and the pump was removed on (B)(6) 2011. Following the surgery, the pt was fine. The drug used in the pump at the time of the event was morphine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).